Manufacturer narrative:
G4 premarket / 510(k): k173820, k213593. The device was returned for analysis. Visual and microscopic inspection revealed the sheath was kinked, the imaging core was damaged, and there were ripples in the imaging window. Microscopic inspection revealed guidewire exit port and tip damage. The catheter was properly recognized by the imaging system when plugged into the motor drive unit, and no connection issues or errors were detected during its testing. The auto pullback could not be performed due to the device condition.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the moderately tortuous and moderately calcified target lesion. During the procedure, the catheter rotation locked up. The catheter became entangled with, and wrapped around, the non-boston scientific guidewire. The catheter and wire had to be removed together. The procedure was completed with an alternate device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the moderately tortuous and moderately calcified target lesion. During the procedure, the catheter rotation locked up. The catheter became entangled with, and wrapped around, the non-boston scientific guidewire. The catheter and wire had to be removed together. The procedure was completed with an alternate device. There were no patient complications.

Manufacturer narrative:
G4 premarket / 510(k): k173820, k213593.